Manufacturer narrative:
Reported event ¿at the time of reoperation, a fragment of what appeared to be the tip of the of the air seal trocar was found in the left mesentery, revealing that the device had remained inside the body¿ was confirmed. Examination of the fragmented piece from the trocar found it was broken off the device. The whole device of ias12-100lpi was not returned for evaluation, only the fragmented piece. A root cause cannot be determined, however, based upon the evaluation, the likely root cause of the failure is unintended contact with hard surfaces. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 29 complaints, regarding 30 devices, for this device family and failure mode. Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a robot-assisted rectal resection procedure on (B)(6) 2025 when it was reported, ¿a patient who underwent da vinci rectal surgery using an air seal on (B)(6) 2025 underwent a reoperation on (B)(6) 2025 due to suture failure. At the time of the reoperation, a fragment of what appeared to be the tip of the air seal trocar was found in the left mesentery, revealing that the device had remained inside the body. The breakage was not noticed at the time of the surgery on (B)(6) 2025. The procedure was completed and there was no report of extended hospitalization. This report is being raised on the reported injury of a secondary surgery performed and a foreign body found in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet returned.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a robot-assisted rectal resection procedure on (B)(6) 2025 when it was reported, ¿a patient who underwent da vinci rectal surgery using an air seal on (B)(6) underwent a reoperation on (B)(6) due to suture failure. At the time of the reoperation, a fragment of what appeared to be the tip of the air seal trocar was found in the left mesentery, revealing that the device had remained inside the body. The breakage was not noticed at the time of the surgery on (B)(6). The procedure was completed and there was no report of extended hospitalization. This report is being raised on the reported injury of a secondary surgery performed and a foreign body found in the patient.